Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called call in with help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8015ls unit get error 120.4530, which has to do with first main battery next power supply board on unit explain to tech. The battery is not exceeded the safe limit so needs to be replace first, before call tech let me know he had replace the battery and let it charge for at less 8 hours, and so far he not get any error again on unit, he can run the battery condition test and from their check the battery status text make sure his current value for battery capacity & battery voltage is both at pass value, tech thank me for my assist.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 120.4530. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone:(B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech called call in with help on 8015ls unit serial # (B)(6). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8015ls unit get error 120.4530, which has to do with first main battery next power supply board on unit explain to tech. The battery is not exceeded the safe limit so needs to be replace first, before call tech let me know he had replace the battery and let it charge for at less 8 hours, and so far he not get any error again on unit, he can run the battery condition test and from their check the battery status text make sure his current value for battery capacity & battery voltage is both at pass value, tech thank me for my assist.